Event description:
This report summarizes 1 malfunction events. A review of the events indicated that one (1) patient sample tests using the echo lumena automated blood bank system produced an abo/rh mistype based on customer error. The malfunction showed an abo mistype given the customer did not properly spin the patient sample, discovered during communication with the customer. Other than customer error, no specific causes were determined for the malfunction.